Manufacturer narrative:
Physio-control has attempted to contact the third party service agent numerous times regarding the current repair status of the device but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the third party service agency with technical assistance. The device will be repaired by the third party service agency; therefore the device will not be returned to physio-control for evaluation. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The reporter, calling on behalf of a third party service agency, contacted physio-control to report that their customer's device had service indication present along with a white display upon powering on. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.